Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. In addition, this ICD stored 11 atrial high-rate (ahr) episodes, and three of these episodes showed atrial noise. The physician was notified of these observations. This ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. In addition, this ICD stored 11 atrial high-rate (ahr) episodes, and three of these episodes showed atrial noise. The physician was notified of these observations. This ICD and ra lead remain in service. No adverse patient effects were reported.